Event description:
Customer reported monitor is burning out, only showing test squares problem. The service rep found burned logo squares into monitor.

Manufacturer narrative:
The rep replaced the monitor and verified system is operating as intending before returning back to the customer.